Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: it was reported by the customer that they found syringes with the oily lubricant inside the syringe. Verbatim: material # 302832, batch # 0078465. We found more syringes with the oily lubricant inside the syringe. They are the bd 30ml luer-lok syringe lot : 0078465 exp: 2025-03-31.

Manufacturer narrative:
(B)(4) follow up a review of the device history record was conducted by our quality engineering team for the specified material number 302832 and lot number 0078465. The review did not uncover any abnormalities during the production process that could have led to the reported issue, and all quality tests were confirmed to be within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be performed. It is advised to notify that expired shelf-life products are being utilized. Based on the findings of the investigation, a definitive cause for this incident could not be established. If you encounter any further issues with our product, we would value the chance to perform a detailed analysis. Quality controls are currently implemented to identify similar issues during the production process. No further action has been deemed necessary at this moment.